Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/19/2020. Additional h3 investigation summary: it was reported that: clip hold error. The analysis results of the xc200 reload was received with no apparent damaged with 4 clips were received loose and one them was received closed. The clips were visually inspection and no defects were observed. The clips were manually loaded on a test device for its functionality. Upon functional testing of the device, the instrument loaded, retained and deployed clips as intended. The clips were form as intended and conforming to our manufacturing requirements. Lot records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The clips performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a laparoscopic procedure on (B)(6) 2020 and suture clip was used. The device could not clip on the suture properly and another device was used to complete the case. No adverse patient consequences were reported.